Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing was detected on this lead. The lead was capped and a new lead was implanted with a new device.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data available. The measured test results from 6th of november 2025 show a pacing impedance of 991 ohms and a shock impedance of 65 ohms and 73 ohms. The analysis of the provided test iegm episodes revealed no abnormalities in relation to artifacts on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.